Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device-24 days the patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has had a prolonged hospital stay that has been complicated by the development of persistent gastrointestinal (gi) bleeding. At the time of the event, the patient¿s anticoagulation regimen included aspirin. Starting on (B)(6) 2018 and through (B)(6) 2018, the patient had recurrent hematochezia that required multiple units of packed red blood cells (prbcs) and fresh frozen plasma (ffp) transfusions. The patient denied abdominal pain or hematemesis. Anticoagulation was discontinued. On (B)(6) 2018 an esophagogastroduodenoscopy performed did not reveal source of bleeding, but was suspected that the patient may have a more distal small bowel bleeding source. As of (B)(6) 2018, the patient had normal hemodynamics and was moved out of the intensive care unit and would remain off of oral anticoagulation and antiplatelet therapy due to the gi bleeding which had not fully resolved, but had improved considerably. Between (B)(6) 2018, the patient was transfused with a total of 11 units of prbcs and 5 units of ffp. No additional information was provided.